Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, physician information and patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports capsular contracture, baker grade unknown, shortness of breath, and hardening. This report captures the left side. The device remains implanted.